Manufacturer narrative:
The returned device was evaluated. It was found that the module was able to obtain readings if the cable connector was held in place; however, if the cable connector was let go, the device would lose the signal. All alarm alert conditions were functioning properly. Internal inspection of the device revealed that pin #6 of the j5 connector had intermittent connection, causing the reported malfunction. A service history record (shr) review shows that this unit was in the field for over eight (8) years with no previously reported issues.

Event description:
It was reported the spo2 connector did not work consistently. There is no report of any patient impact or consequence as a result of the issue.